Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh on (B)(6) 2024, which is off-label usage of the device on (B)(6) 2024, it was reported that in the middle of the night, the patient experienced sweating, was trashing around and his wife could not control him and the cgm reading was 150 mg/dl. The patient´s wife called an ambulance and when a fingerstick was taken the cgm was reading 55 mg/dl and the blood glucose reading was 27 mg/dl. The patient was treated by the paramedics with unspecified intravenous treatment and was given orange juice by his wife. The patient recovered after treatment and did not need to be brought to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because there were no log data to review. No additional patient or event information is available.